Manufacturer narrative:
The insulin pump alarmed button error due to corrosion on the keypad traces. Corrosion was also found on the electronic and motor assemblies.

Event description:
It was reported that the customer was treated by a health care professional due to hypoglycemia. The reported blood glucose reading was 56 mg/dl. It was also reported that the insulin pump alarmed button error. Nothing further was reported.